Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ syringe the part of the plunger where the user push by the thumb was broken.

Event description:
It was reported that before use of the bd plastipak¿ syringe the part of the plunger where the user push by the thumb was broken.

Manufacturer narrative:
Investigation summary: one picture sample was received for evaluation by our quality engineer. Upon visual inspection of the picture sample, the thumb press of the syringe was observed broken. A device history record review did not reveal any quality issues during the production of the provided lot number (1808214) that could have contributed to the reported incident. Investigation conclusion: the damaged plunger rod was determined to be a result of an undetected hit or obstruction within the equipment and/or transport systems during the assembly process. Based on the preventive measures in place and the current inspection plan, this has been determined an isolated incident with an unlikely recurrence. Root cause description: the root cause of the non-conformance could be related with any hit or any obstruction happened in equipment or transport systems during assembly process. Rationale: a notification has been opened within the manufacturing process regarding protections within the transport system and equipment to avoid product damage. Complaints received for this defect will be closely monitored by our quality team.